Manufacturer narrative:
Initial.

Event description:
It was reported that after an infusion set change for an ilet system, the caregiver described inserting a teflon inset by hand rather than deploying the applicator, leading to an incorrectly deployed infusion set and subsequent high blood glucose readings up to 512 mg/dl. The device component involved was the cannula. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage problem identified involving an improper or incorrect procedure and failure to follow instructions related to the cannula and infusion set insertion. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.